Event description:
The customer reported that during a renal ablation procedure, the doctor ablated a 2.5cm x 2.5cm renal tumor for a total of 18 minutes using a 15x30 cool tip probe connected to the switching controller. Two grounding pads were placed on the anterior portion of both thighs. A bard true guide disposable coaxial introducer was used during the case for pre-ablation biopsy and during the ablation. The doctor noticed a burn on the patient at the insertion site as the probe was removed after treatment. The burn was reported as charred, possibly 3rd degree. The patient was referred to a surgeon for treatment of the burn site.

Manufacturer narrative:
(B)(4). To date, the incident device has not been returned for evaluation. If the incident device is returned, or if additional information pertinent to the incident becomes available, a follow-up report will be submitted.